Manufacturer narrative:
The returned device was evaluated and a leak was observed in the exposed portion of the soft cannula. A tear was observed in the cannula at the site of the leak. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The formed needle and bottom housing were inspected and no irregularities were observed that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the pod was leaking during wear as well as the patient had experienced a rash and burning at the pod infusion site. As treatment, the patient had ate and administered a bolus of 2.0 units of insulin and continued to wear the pod. In addition the patient administered manual injections of insulin. The patient applied a new pod.